Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an unspecified cartridge alarm, cartridge change error, and minimum fill notification occurred with multiple cartridges during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer declined further assistance from tandem technical support regarding the issues.